Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected replace battery alert and replace battery now alarms noted while monitoring, multiple pump error noted in the format history file and the power management graph indicated a connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing as shown in the power management graph. Unexpected pump error 63 (variable 3) alarmed during self test, problem isolated to keypad assembly. Pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.